Event description:
This valve was explanted due to pannus and thrombus. According to the op report, at explant, "severe" pannus ingrowth was observed in the region of the subvalvular structures and was "significant" around the entire valve annulus. There was an "extraordinary" amount of "old and new" thrombus in the left atrium and the posterior valve leaflet was "frozen". The mitral valve was removed with "great difficulty" and sjm 23mecj-502 was then implanted. A sjm aortic valve (2648612-200100091) was also explanted during this procedure. The pt could not be weaned from bypass and expired in the or.